Event description:
It was reported that the sys would not boot. The fse stated that the sys needed to be restrapped. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.